Event description:
New tf bag and tubing obtained to set up tf infusion, the tubing was discovered to be leaking from the base of the purple spike - specifically where the tubing connects to the purple spike no harm the patient - changed set and worked appropriately.